Manufacturer narrative:
G3- corrected to 20-oct-2021 in initial MDR. Claim# (B)(4).

Event description:
Reportedly, as the surgeon was pushing the rod forward of a ks-1 aq2017v intraocular lens diopter +18.0 the doctor felt more resistance than normal, so the doctor stopped using it. This occurred on (B)(6) 2021. There was no patient contact with this lens.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H3-pe: the lens remains within the nozzle. The amount of viscoelastic material injected was inferred to be sufficient based on the mark of viscoelastic material filled. The top flange was dropped all the way in. Claim# (B)(4).